Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 20 mm in length, concentric target lesion was located in the mildly tortuous, non-calcified, and 3.00 mm in diameter right coronary artery (rca). A 3.00x24 mm promus element drug-eluting stent was deployed in the ostial rca to treat the lesion. However, following post-dilation with a 2.0x16 balloon catheter, the proximal edges of the stent was found to be deformed. Another stent was implanted to cover the damaged stent and the procedure was completed. No patient complications were reported and the patient's status was stable.